Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support and during support, ventricular tachycardia occurred. The patient was coded and shocked multiple times. The decision was made to place venoarterial extracorporeal membrane oxygenation with impella 5.5 support. However, the family decided to withdraw care and the patient expired.